Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported that they received an elective replacement indicator (eri) on their ins on (B)(6) 2017. The patient reported that they were dissatisfied and questioned the ins longevity. No patient symptoms reported. No further patient complications have been reported as a result of this event.